Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user's spouse who stated that the wheel fell out of the frame causing the end user to fall. Ems was called to treat the patient, however there was no report of the user being transported to the hospital. The end user died a week later, but a cause of death was not provided. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.